Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper aligner is not snug enough and does not quite cover their tooth. The aligners flare out and scrapes the inside of their cheeks and it is getting more irritated. Patient has tried filing down the area on the aligner, but this has not solved the issue. Patient provided information on why aligner does not cover molars and warm water tips provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.